Manufacturer narrative:
The device was not returned to the manufacturer for evaluation as it was discarded. The DHR review identified no issues during the manufacturing and release of their device that could have contributed to the problem reported by the customer. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file this MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate. Device was discarded.

Event description:
During a labioplasty procedure on (B)(6) 2016, the surgeon was driving a screw into the plate with a screw driver (1405-2077). The screw driver tip broke off and was unable to be removed from the screw head. The tip of the driver was left in the screw that was implanted in the patient.